Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when deflating the balloon on the catheter, the syringe came back with some air, however the balloon did not deflate completely. A new balloon catheter was opened and used with no issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full balloon catheter was returned and analyzed, and no anomalies were found. The mechanical operation of the balloon catheter was analyzed, contrast found. The analyst noted that contrast (coded camnqi) is visible inside the catheter valve(photo taken), and contrast is visible on the balloon (photo taken). Used returned syringe to inflate and deflated balloon, no issue with deflation found. If information is provided in the future, a supplemental report will be issued.